Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j tube placement. Health effect clinical code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On an unknown date the j tube replacement was unsuccessful due food in the stomach, which had to emptied. It was also reported that food was stuck to the j tube.